Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. C95075) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, the patient experienced cystitis ("bladder infections"), urinary tract infection ("bladder infections"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue") and rash pruritic ("rashes constant iching"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("major bloating"), abdominal pain lower ("cramping") and hypersensitivity ("allergic reactions"). The patient was treated with analgesics, antibiotics, dozol (tylenol [diphenhydramine hydrochloride,paracetamol]) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, alopecia, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, headache, tooth disorder, vaginal discharge, fatigue, weight increased and rash pruritic outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, cystitis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure removal : essure (or any part of the device) removed? No (discrepant information in pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received : reporter information added. Patient¿s demographics, concomitant condition were added. Added events per pfs : abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), bladder infection, urinary tract infection, vaginal infection, rashes constant itching, bladder or urinary problems or changes, migraines , headaches, nausea, dental problems, vaginal discharge, fatigue, weight gain, she did not undergo essure confirmation test. Updated onset date. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. C95075) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("major bloating"), abdominal pain lower ("cramping"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, alopecia and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. C95075) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("major bloating"), abdominal pain lower ("cramping"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, alopecia and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received .reporter and patient demographics were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("major bloating"), abdominal pain lower ("cramping"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, alopecia and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.